Event description:
It was reported that when the patient presented to hospital for follow-up, high lv lead impedance was observed upon device interrogation. There was also no capture on the lv lead. Lv lead was fractured. It was mentioned that the patient also presents with new onset heart failure. It was assumed that the biventricular pacing and optimized medications has kept the patient out of heart failure earlier. The patient was scheduled for urgent lead revision procedure. Patient¿s condition was stable. The lead was capped and replaced on (B)(6) 2017. Patient was stable before, during and post procedure.